Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to clinic after feelings inappropriately therapy for fast conducted atrial rates due to the rhythm detected in the wrong zone. No programming changes made. Changing to single camber discrimination was recommended. The patient condition was stable throughout the procedure.